Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
Rp 010617 - the dentist reported that after 11 months dental implant was installed in intraoral region 24#, its loss of osseointegration was observed. In addition, the patient presented peri-implantitis.